Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine check in clinic it was discovered that the left ventricular (lv) lead had dislodged. X-rays showed the lv lead was in the right atrial, post dislodgement. The lv lead was removed and, upon withdrawal the lead was inspected, and it was noted that the helix/tip had been straightened and physician suspected it occurred when the lead was initially pulled out. A new lead was implanted and upon fixation, after the push/pull test, the physician noticed that the .014 competitor guide wire had become knotted at the lead tip and was unable to be pulled out of the lead while the lead was inside and fixated to the patient's vein. The physician unscrewed the new lead, pulled the lead and knotted competitor guide wire out of the patient¿s body. Upon examination of the new lead the physician noticed that the lead's helix/tip had become straighten during the attempt to remove the competitor guide wire from the lead body. A second new lead was selected and the lead started to exhibit issues when the .014 competitor guide wire was attempted to insert inside the lead body. The physician attempted two different guide wires a few separate times and experienced great difficulty to get the guide wires through the entire lead. Subsequently, the physician was unable to push any guide wire through the lead body and out the distal tip. The second lead was removed, not implanted. A third lead was implanted and has no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full lead was returned without the competitor guidewire. There were no anomalies found with the helix of the lead. A fresh 0.014 guidewire was able to be fully passed through the lead without restriction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.